Event description:
It was reported that the patient went into ventricular tachycardia while hooked up to an external pulse generator (epg) for reasons unrelated to the epg, which at the time was set to fifty beats per minute (bpm) at ten milliamperes (ma). Cardiopulmonary resuscitation (CPR) was administered to the patient and the patient stabilized. At that time the epg was found with a rate of five bpm at twenty ma. The staff attempted to reset the settings. A message stating "pacemaker block point reached" was received and could not be changed. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event; the battery was at the end of life and could not properly operate the device. The main printed circuit board is out of electrical specification. Upper case and one side bail cover are broken. Battery contacts are compressed. One side bail and ring are bent. Knobs are contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.